Event description:
It was reported that when the doctor deployed the filter, the guidewire caught on the deployment system. There appeared to be a snag on the deployment system that caught the wire. He was able to deploy and place the filter. When the filter was deployed, the pusher wire tip sprung away from the filter tip and was below the tip but outside the outer struts, the pusher wire got caught in the struts. No sample as the delivery system was discarded by the doctor.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample evaluation was performed as no sample was received. It is unknown if patient or procedural issues contributed to the event. Handling of g2 filter system from the IFU the current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.